Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgeon inserted one medpor implant, but no sutures could be properly placed.

Event description:
It was reported that the surgeon inserted one medpor implant, but no sutures could be properly placed.

Manufacturer narrative:
The reported event could not be confirmed since the product was not returned for investigation. It was reported that the customer experienced a one-hour surgical delay but was able to successfully implant the device without requiring a second surgery. An expanded investigation (nc#(B)(4)) was initiated in (B)(6) 2019 to assess an adverse trend in suturing performance of medpor sphere implants; while no link to date of manufacture was found, all samples were suturable, and factors such as surgical technique, training, and suture needle type were acknowledged as key influences, with additional guidance provided in the product instructions. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.